Event description:
It was reported that the ra lead was capped due to high impedance (greater than 3000 ohms) and no capture at 8v. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.